Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple proximal core bends and ultimately resulted in the reported tip material separation/noted proximal core separation. As reported, femoral access was obtained and the distal portion was snared. The procedure was then continued using the femoral access. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during a diagnostic coronary procedure in an unknown coronary artery, access was obtained in the right radial. An unspecified 0.035 guide wire was attempted to be advanced through the heavily tortuous anatomy, but was unable to cross. Therefore, a ht balance middleweight universal ii guide wire was advanced up to the brachial artery at shoulder level, when a separation occurred. The proximal section was simply withdrawn from the radial access. Femoral access was obtained and the distal portion was snared. The procedure was then continued using the femoral access. There was no adverse patient sequela. No additional information was provided.